Manufacturer narrative:
Antibiotics for wound infection. Event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that 3-4 week after implant the device stopped working. The patient said that by 'stopped working' they meant the device was not helping w/ the patient's incontinence. Patient had a follow up appointment on (B)(6) 2020 and the pa told the patient the ins was depleted and the patient needed to charge the ins. During the appointment, the pa looked at the implant site which was warm, slightly red, and tender. The pa didn't know if the implant site was infected and gave the patient a broad spectrum oral antibiotic that the patient started on (B)(6) 2020. The patient spent 4 hours on saturday going through books, with all the manuals and 3 different device they were still confused. They tried to use the belt and said using the belt was kind of hard. Reviewed how to charge ins. Patient was able to start a changing session w/ an excellent connection. The patient was going to charge their ins and would call back for assistance turning stim back on.

Event description:
Additional information was received from the patient. They reported that the implant site warmth, tenderness, and redness had resolved with the oral antibiotics. The battery depletion had been normal (due to not recharging). The patient's incontinence symptoms had resolved after charging the implant and turning stimulation back on.

Manufacturer narrative:
Mfg site ID corrected medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.